Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The uninterruptible power supply (ups) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The ups was returned to the manufacturer. Functional testing found that the component did not meet specifications.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system first became unresponsive and shortly after turned off. The issue occurred for both the main cart and the camera cart while building a 3d model for a case. Manufacturer representative noted the main cart monitor stated no input detected. System would no longer power on and rep noted that the ups could not be heard. There was no patient present when this issue was observed.